Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level and was not feeling well. Reportedly, the customer woke up vomiting. The customer stated there may have been an issue with the infusion set site but did not observe and damage. The customer changed the infusion set site in an attempt to resolve elevated bgs. Subsequently the customer was hospitalized for an elevated bg level and diabetic ketoacidosis (dka). While in the hospital the customer changed the infusion set site again, received insulin intravenously and manual injections were administered. The customer was released from the hospital the day after being admitted. Although requested, additional information regarding this event was not provided.